Manufacturer narrative:
Philips has investigated this complaint. The customer reported that the c arm had movement issue. No further information regarding the issue has been provided by the customer. No service has been performed by philips since the service quotation was not accepted by the customer. Few days later, issue reoccurred which is captured in another case ID. The philips engineer fixed the cables conduit of stand and replaced the table x-ray protection, op-rail accessory clamps, tso knob, long drive clea and sib box unit and reinstalled stand cable cover. After repair, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It was reported to philips that the system c-arm had a movement problem. The system was in clinical use. No user or patient harm has been reported. Philips has started an investigation regarding the reported issue.